Manufacturer narrative:
510(k) number k160229(B)(4)the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the second withdrawal, the mandrel no longer re-enters the needle"as per cc form": after the second withdrawal, the mandrel no longer re-enters the needlea section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence f the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))?. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc.. Please describe the size of the intended target site. Lung . If not with the device in question, how was the procedure performed and/or finished? Performed but not finished . Was the device used in a tortuous position?no . Are images of the device or procedure available?no . Was the device damaged in packaging before removal?no . Was the device damaged on removal from packaging?no . Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask:. What is the endoscope manufacturer and model number that was used? Fuji . Was the scope recently serviced / repaired? No . Was resistance felt while inserting the device through the scope? No . When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? At the second withdrawal, the mandrel no longer returned to the needle even after washing the needle. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No . Was it possible to fully retract before removing the needle from the patient? Yes . Was gaining access to the target site difficult? No . Was the endoscope in a flexed or twisted position at any time during the procedure? Yes . Was puncture of the target site difficult? No . Was the stylet partially removed when advancing into the target site? Yes . How many samples were obtained with this needle? One . Did any section of the device detach inside the patient? No . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No . Was there difficulty locking the sheath (or needle) in place or slipping experienced during use?no . Was there difficulty in attaching or detaching the device of the leur lock to the scope?no . If the device is a procore, is the kink located distally at the notch / core trap?

Event description:
The investigation was concluded on the 27-apr-2021, file has been re-assessed based on the outcome of the investigation, this event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). The overall risk in the file is low, low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No malfunction precedence also exists. No adverse effects to the patient was reported as occurring.

Manufacturer narrative:
510(k) number k160229. 1 unit of lot c1793782 of echo-hd-22-ebus-o was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 25 march 2021. A kink in the needle was observed approx. 18cm from the needle tip. Attempted to advance and retract the stylet but unable to. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1793782 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1793782. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "this device is intended for use with an olympus ebus scope" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". Q.10 of the additional information indicates that a fuji scope was used rather than an olympus scope as per ifu0051-8 ¿this device is intended for use with an olympus ebus scope¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used. There is also evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8). A definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the proximal kink approx. 18cm from the needle tip could have been induced by the scope which in turn could have caused the stylet re-insertion issues. It is also possible that flexed or twisted scope position as per additional information could have contributed to the proximal needle kink. The answer to q.20 of the additional questions indicates that the stylet was partially removed when advancing into the target site. As it is not known how far back stylet was removed this may also have contributed to the needle kinking as the stylet provides support to the needle for puncture. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.